Event description:
A hospital in (B)(6) reported a patient with osteoporosis was returned to the or for a planned removal of a plate and screws. The screws were originally placed with a torque limiting screwdriver. The surgeon had difficulty removing the screws and broke two screwdrivers, with all pieces retrieved. The surgeon was able to remove the screws with a tungsten drill. There was no reported consequence to the patient however the procedure was delayed 20 percent. The patient did not require further treatment. This report is #3 of 5 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.